Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted. Analysis was unable to verify for operating currents including low battery, off no power, battery out of limit or flash write error alarm due to no up and down button response. The pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, flash write error alarm, and keypad anomaly. The blood glucose at the time of the incident was 277 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.